Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed if the customer received in said condition due to the sensor being returned opened and used.

Event description:
Customer reported he is receiving calibration errors, lost sensors alerts, sensor error alerts, and inaccurate sensor readings. The inaccurate sensors readings have caused his insulin pump to go into threshold suspend mode even when customer's blood glucose is not low. Customer was advised of proper sensor insertion and calibration methods. In troubleshooting, customer discovered a bent cannula on his current sensor. Customer was advised to monitor the issue and call back if needed. Customer's blood glucose was unknown. Nothing further reported.